Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Photo review: the returned photo shows iol on a white background. There is a line/mark observed on the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. Additional observations were as follows: iol returned wrapped in gauze in a clear zip lock bag. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut, has loose fibers & particulate and has scratches/marks-rejectable. Additional information: the complainant indicates the use of a non company product as a viscoelastic, which is not qualified for use with associated iol model. The root cause may be related to a failure to follow the directions for use (dfu) as the surgeon states the use of a non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens implant procedure, while leaving the cartridge at the time of implantation, there was a break of the iol. Additional information was provided that the iol broke during implantation, at the phase of the iol exiting from the cartridge nose. The break occurred inside the eye. A similar lens was implanted a few minutes later through the same cartridge, with the same injector, with the same viscoelastic. The patient's condition is satisfactory. The postoperative period was with no abnormalities.